Event description:
Customer reported the system would intermittently boot up on its own. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and hard drive. System operates as intended.